Event description:
A customer reported that the system had a burned out bulb, a gas leak and that the surgeon felt that the cutter was not working correctly. The time of the event is unk. There was no harm to the pt reported. Add'l info has been requested.

Manufacturer narrative:
A svc visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).